Event description:
(B) (4)

Manufacturer narrative:
Evaluation summary: analysis of the lead could not be conducted at this time because the lead could not be located. If located, analysis will be completed and the results will be forwarded. Other text : it was reported the lead was explanted and replaced due to oversensing and low impedance. No patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination oversensing impedance, low.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) tip seal problem. The full lead was returned and analyzed. It cannot be determined if the tip seal problem contributed to the oversensing and low impedance.

Event description:
It was reported the lead was explanted and replaced due to oversensing and low impedance. No patient complications were reported as a result of this event.

Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. The change is reflected in this report. Evaluation summary: (B) (4) no anomalies found; full lead returned.